Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 146 mg/dl. Reportedly a new cartridge was unable to be loaded and insulin therapy was not resumed. Cts will follow up with the customer for additional troubleshooting. The customer reverted to alternate method of insulin therapy.